Event description:
Revision surgery left hip reason unknown. Exchange of the polarcup shell and insert.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery had to be performed with a polarcup shell 49 cemented (75017197) due to loosening. Neither a similar complaint nor a deviation within the device history record (DHR) have been found upon investigation. Based on the available information for the medical investigation the nature of the loosening remains unclear. Whether the reported edge-loading contributed to the loosening or was a consequence of the change in implant position cannot further be investigated. Since the device has not been returned, no further investigation could be performed. Also, there is no indication that the reported issue is related to the IFU. Therefore, the root cause could not be determined due to insufficient information. In case more information becomes available in the future this complaint will be reopened.